Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the intial reporter: "customer reported they received plates of media 221261 with lot# 2206438 with biological contamination. Hazard, injury or erroneous results? No. Hazard, injury or erroneous results details ".

Manufacturer narrative:
H.6 investigation summary: during manufacturing of material 221261, media is formulated and sent through a high temperature short time sterilizer to remove bioburden. The petri dishes are subjected to uv radiation to decrease bioburden. The petri dishes are filled in a positive pressure hepa filtered environment. The filled plates are cooled and immediately wrapped into sleeves to decrease the introduction of microbes. Sleeves are then packaged into cartons and then transferred to a refrigerated truck (2 to 8 degrees c) for shipment to the distributor. Bd distributors are provided with the storage guidelines for the shipping and handling of bd media of 2 to 8 degrees c in a dark place. The batch history record review for batch 2206283 was satisfactory per internal procedures. The release testing that is performed on this product does include bioburden testing. A sample of plates are incubated at 25 degrees c and at 35 degrees c for approximately 72 hours. All bioburden testing performed on this batch was satisfactory per bd internal procedures. Affected product does not have any sterility claims; the product is tested for bioburden prior to release to ensure that it conforms to product specifications. However, this does not ensure that the end-user will not receive a contaminated plate. The complaint history was reviewed, an no other complaints have been taken on batch 2206283. No retention samples for this batch were available for investigation. No photos or return samples were received for investigation of this complaint. Bd has identified a contamination trend for this product and the investigation found opportunities for bioburden reduction in the manufacturing process.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bbl¿ trypticase soy agar with 5% sheep blood (tsa ii) contamination occurred. The following information was provided by the intial reporter: "customer reported they received plates of media 221261 with lot# 2206438 with biological contamination. Hazard, injury or erroneous results? No hazard, injury or erroneous results details "